Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had lost 3 sensors during attempts to insert them into the body. The blood glucose reading was 13 mmol/l. The caller stated that he had lost 4 sensors the past weekend as well. He noted that the needle stayed in the serter. He was advised that the sensors would be replaced. Nothing further reported.